Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.